Manufacturer narrative:
Batch review performed on 28.apr.2021. Lot 152547: (B)(4) items manufactured and released on 23-sep-2015. Expiration date: 2020-09-01. No anomalies found related to the problem to date, all the items of the same lot have been already sold. Another similar event has been reported on this lot since 2017.

Event description:
Revision surgery 5 years and 3 month after primary for stem loosening. The surgeon revised successfully the stem, head and liner.